Manufacturer narrative:
(B)(4). Date of event estimated as 01/01/2013. Date of implant estimated as 01/01/2012. The xience stents mentioned are being filed under another medwatch report. There was no reported device malfunction, and the product was not returned. The reported patient effects of myocardial infarction, thrombosis, and restenosis are known observed and potential adverse events as listed in the rx vision instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Article; drug-eluting stents and bare metal stents in patients with nste-acs: 2-year outcome from the randomised basket-prove trial.

Event description:
It was reported through a research article identifying xience and vision family stents that may be related to approximately 7 non-fatal myocardial infarctions (6 vision, 1 xience), 24 target vessel revascularizations (19 vision, 5 xience) and 2 events of stent thrombosis (1 each) at the one year time frame. At the 2 year time frame, there may have been 12 non-fatal myocardial infarctions (9 vision, 3 xience), 31 target vessel revascularizations (23 vision, 8 xience) and 5 events of stent thrombosis (3 vision, 2 xience). The total population for these 2 device families was 510 stents implanted. Available patient information is documented. Details are listed in the attached article, titled drug-eluting stents and bare metal stents in patients with nste-acs: 2-year outcome from the randomised basket-prove trial. No additional information was provided.